Manufacturer narrative:
The device motor function properly no grinding noise and stops. No unexpected no delivery alarm noted during testing. The device passed rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was unknown at the time of incident. Customer states that the piston is making a grinding noise and stops sometimes and alerts the no delivery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The product was returned for analysis.